Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) on a canine it was observed that the quick coupling device was not holding the k-wires. It was reported there was a minimal delay (delay unknown). It was reported that a spare device was available for use and the surgery was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, it was noted that the event occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the quick coupling device was not holding the k-wires was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the device was emitting a grinding noise, and failed cannulation test. During repair it was also noted that there was excessive corrosion and debris found on the internal components. The assignable root cause of this condition was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.